Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, black spots of foreign matter were observed in 15 tubes. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, black spots of foreign matter were observed in 15 tubes. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: no customer photos or samples were received for review and analysis. Therefore, 30 retention samples were subjected to a visual inspection for foreign matter in the tubes. 0 of 30 retain samples failed, all samples were within specification with no defects being observed. Bd is unable to confirm the customers reported defect based on retain testing and was unable to identify root cause. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.